Event description:
A female patient contacted lifecor customer support to report that the replacement battery pack she received a few days ago is now not charging. She placed it in the charger at night, "the battery icon with the slash through it" appeared and "flashed red", as well as the green light. She left the battery pack in the charger all night. It did not charge. She placed her other battery pack in the charger and it did charge within 2 hours. A replacement battery pack was provided.